Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products and associated with MDR #s 1225714-2013-00695, 1225714-2013-00696, 1225714-2013-00698.

Event description:
The pt's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008, and subsequently expired on (B)(6) 2008, after use of the product.